Event description:
It was reported that the user experienced hyperglycemia with blood glucose remaining above 180 mg/dl with fluctuations up to 277 mg/dl while using the ilet, without performing a supply change and without reported infusion site issues or dosing stopped alerts; the user reported concurrent illness diagnosed as pneumonia and attributed the elevated glucose to sickness rather than a device issue. Symptoms included hyperglycemia. Outcomes included no hospitalization and no device alarms. Investigation included complaint intake and user interview with education and troubleshooting. Investigation of this case revealed no reported device alarms, no reported infusion site abnormalities, and no device malfunction reported by the user, with illness identified as a plausible clinical contributor. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.